Event description:
Information received from a notice of litigation indicates that the patient underwent surgery in 2000 for crohn's disease. Reportedly, a standard side-to-side functional end-to-end stapled anastomosis was undertaken with the ila 100 linear stapling device and triangulated across with the pi90. According to the original operative notes, the anastomosis was completely tension free and had excellent blood supply, actually requiring two 2-0 sutures for hemostasis. The abdomen was irrigated with copious saline and set dry. Hemostasis was pristine. The following month the patient was returned to the or for emergency surgery. Reportedly, at this time it was noted that the lateral pi staple line had appeared to malfunction. An ileostomy was performed during this second surgery. The reanastomosis and ileostomy take-down was performed in 2001.